Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/11/2016 that the patient experienced a missing sensor wire on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The patient's mother indicated that upon removal of the sensor pod, she thought that the sensor wire might still be under the skin but was not sure. On (B)(6) 2016, a physician's assistant took a look at the insertion site and deemed it was not a problem stating that without an MRI they couldn't tell for sure that the sensor wire was still in the patient's body. Physician's assistant suggested that an MRI was unnecessary and that it shouldn't be a problem and that if the sensor wire was in the body it would work itself out. The patient was prescribed a steroid cream for the insertion site. At the time of contact, the patient was in good condition. No additional event or patient information was provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.